Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision reported was likely the result of aseptic (non-infected) loosening between the porous femoral component and the bone. Prosthesis wear of the tibial insert was also reported but appears minimal in the images provided. However, this cannot be confirmed because the revised components were not returned to exactech for evaluation. An additional contributing factor to the revision may have been inclusion of the tibial insert in the packaging recall.

Manufacturer narrative:
6095401 02-010-04-0350 - logic cr femoral por, right, sz 5. 6497575 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. 6522913 200-02-41 - three peg patella 41mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 61 yo male, initial right knee implanted on (B)(4) 2020, underwent a revision procedure on (B)(6) 2022, approximately 2 years 1 month post the initial procedure. They were revised due to poly wear and pitting being present on the bearing surface. The femur was revised due to loosening. The patient was last known to be in stable condition following the event. The device is available for return. No additional information.